Event description:
A customer contacted beckman coulter inc. (Bci) stating that the hydrocanister lids of the waste exit sumps on the unicel dxc 600 pro synchron chemistry analyzer cracked.no injury was reported

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the canisters.